Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: medline reference: (B)(4). Item: me2020. Are any samples available for return? Yes. Reported issue per customer: problem: syringe med tubing from fentanyl drip. Would prime but was leaking at connected to microclave. Tightened connection & continued to leak.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: one used me2020 set was received and tested by our quality team. The set was visually analyzed and there were no issues. A saline infusion was ran through the set and still there was no leak even when tested with multiple different connectors. An inquiry into use of syringe or connected device was not responded to for further investigation. The complaint could not be verified and the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents.

Event description:
No additional information.